Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the impella cp states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
Complainant reported the patient was on impella cp support due to anterior stemi (st-segment elevation myocardial infarction). While on support, there was difficulty removing peel away sheath and advancing repo sheath due to extremely tortuous aorta. There was no extra catheter length to back sheath. As a result, bleeding, hematoma, and suction alarms was noted. Patient was given 1 unit of blood and femostop was applied to site. Suction alarms resolved while pump ran at p-7. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).